Event description:
It was reported that the customer's insulin pump was missing five days of insulin delivery history and they could not track their blood glucose levels. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.

Manufacturer narrative:
The insulin pump was programmed with multiple basal profiles and monitored for seven consecutive days. All basal profiles delivered their indicated amounts properly for the seven consecutive days and were verified in the daily total screen. No missing data or history anomaly was noted. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests and the self test. The insulin pump had a cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.